Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of intra-uterine contraceptive device removal ('essure removal') in a (B)(6) year-old female patient who had essure inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, the patient underwent intra-uterine contraceptive device removal (seriousness criteria medically significant and intervention required), 6 years 10 months after insertion of essure. At the time of the report, the intra-uterine contraceptive device removal outcome was unknown. The reporter considered intra-uterine contraceptive device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of the essure device to te abdominal or pelvic cavity, perforation of fallopian tubes'), uterine perforation ('perforation of the uterus') and perforation ('perforation of other organs') in a 36-year-old female patient who had essure (batch no. 946066-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (medical device removal). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, pregnancy with contraceptive device, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: on follow up, reporter informed that patient continues to suffer from the adverse events, including physical pain, as well as psychological stress and depression. Lot number: 946066 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-sep-2021: quality safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of the essure device to te abdominal or pelvic cavity, perforation of fallopian tubes'), uterine perforation ('perforation of the uterus') and perforation ('perforation of other organs') in a 36-year-old female patient who had essure (batch no. 946066) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, pregnancy with contraceptive device, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: on follow up, reporter informed that patient continues to suffer from the adverse events, including physical pain, as well as psychological stress and depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2021: reporter added and updated, pregnancy updated to "yes", trimester of exposure updated to first, retrospective selected, pregnancy outcome added as not reported, lot number of essure added, medical device removal was replaced and chronic abdominal pain, pelvic pain female, back pain, unintended pregnancy, device ineffective, genital bleeding, fallopian tube perforation, organ perforation, allergic and auto-immune reactions, headaches, weight changes, chronic fatigue, hair loss, tooth loss, mood changes, anxiety and depression. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 36-year-old female patient who had essure inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 10 months after insertion of essure. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of dysmenorrhoea ("dysmenorrhoea"), heavy menstrual bleeding ("menorrhagia"), pelvic pain ("pelvic pain") and mass ("tongue base mass") in a 36 year-old female patient who had essure inserted (lot no. 946066-not valid) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of elective abortion in 2021 and anxiety, depression, anxiety, mood change, bloating, cholelithiasis, panic attacks, anxiety, skin rash, vomiting, sulfonamide allergy, tonsillectomy, spontaneous abortion, parity 2 and multi gravida. Previously administered products included: marvelon and copper iud. The patient had a family history of breast cancer. Concurrent conditions were listed as vaginal bleeding, skin lesion, nausea, menorrhagia, skin reaction and adenomyosis. The only concomitant product mentioned was marvelon (desogestrel, ethinylestradiol). On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2019. On unknown date she experienced dysmenorrhoea (seriousness criterion intervention required), heavy menstrual bleeding (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), mass (seriousness criterion medically important), vitiligo ("disco/oration of her skin in her shoulder and arm regions/ vitiligo"), rosacea ("erythematous fascia/ rash across her cheeks and bridge of her nose and forehead/ rosacea"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), abdominal distension ("bloating"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (endometrial ablation, a total laparoscopic hysterectomy and bilateral salpingectomy and excision of mass). At the time of the report, the outcomes for dysmenorrhoea, heavy menstrual bleeding, pelvic pain, vitiligo, rosacea, hypersensitivity, autoimmune disorder, weight increased, abdominal distension, mood altered, anxiety and depression were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal distension, anxiety, autoimmune disorder, depression, dysmenorrhoea, heavy menstrual bleeding, hypersensitivity, mass, mood altered, pelvic pain, rosacea, vitiligo and weight increased to be related to essure administration. The reporter commented: on follow up, reporter informed that patient continues to suffer from the adverse events, including physical pain, as well as psychological stress and depression. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2016: findings: there is cholelithiasis. Colonic diverticulosis is noted. Currently no significant pericolonic stranding or thickening is identified. Bilateral essure coils are in place impression: 1. Mild left hydronephrosis with accompanying mild left nephromegaly, perinephric stranding, and suspected mild thickening of portions of the left renal collecting system. This may relate to a recently passed calculus or possibly evolving infection with possible uti / pyelonephritis. Clinical/ biochemical correlation is suggested. 2. Colonic diverticulosis. Currently there is no CT evidence of diverticulitis. 3. Cholelithiasis. And findings: essure coils are seen over both sides of the pelvis impression: no evidence of bowel perforation or bowel obstruction. [Pathology test] on (B)(6) 2013: clinical data: menorrhagia, for novasure ablation. Specimen: endometrial curettings. Diagnoses: benign endometrium negative for hyperplasia and malignancy.; on 30-apr-2019: source of specimen uterus and cervix, and bilateral fallopian tubes gross description: "uterus, cervix, bilateral fallopian tubes" contains a 99.0 g, 8.0 x 5.5 x 4.0 cm uterus and cervix received with attached bilateral fallopian tubes. The right fallopian tube is 7.0 x 0.3 x 0.3 cm. It is moderately congested and tortuous with an opened and unremarkable fimbriated end. Sectioning reveals a metallic coil as well as an unremarkable lumen. The left fallopian tube is 6.0 x 0.4 x 0.3 cm; it is moderately congested and tortuous with an opened and unremarkable fimbriated end. Sectioning reveals a metallic coil as well as an unremarkable lumen. Microscopic description the cervix, myometrial and fallopian tubes are unremarkable. There is proliferative endometrium. Essure coils present grossly. Diagnosis: uterus, cervix, bilateral fallopian tubes: - no significant microscopic abnormality [ultrasound pelvis] on (B)(6) 2013: 2d and 3d coronal volumes were obtained to assess· the essure micro inserts. The proximal ends of both essure micro inserts are noted at the uterotubal junction with the long axis of the devices noted at the interstitial portion of the fallopian tubes. The shape of the devices are normal with no sonographic complications seen. Neither ovary could be visualized. Impression: adequate placement of essure microinserts; on 05-jun-2018: findings: on the left, the proximal end of the device is within 1 cm of the utero-tubal junction. The long axis of the devise is in the interstitial portion of the fallopian tube. The shape of the devise is normal with no complication demonstrated on ultrasound. On the right, proximal end of the device is within 1 cm of the utero-tubal junction. The long axis of the devise is in the interstitial portion of the fallopian tube. The shape of the devise is normal with no complication demonstrated on ultrasound. Impression: satisfactory placement of left and right essure microinsert.; on (B)(6) 2019: findings: hysterectomy and bilateral salpingectomy noted. Right ovary measures 3 x 2.4 x 2.8 cm and demonstrates a follicle measuring 2.3 x 1.9 x 2.3 cm. Left ovary measures 2.3 x 2.3 x 2.5 cm. No free fluid in the pelvis. Impression: no free fluid in the pelvis or hematoma lot number: 946066 is not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: medical record received. Lab data including (surgical pathology report) added. Medical history, historical drugs, concomitant drugs are added. Patient information updated. New reporters are added. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of dysmenorrhoea ("dysmenorrhoea"), heavy menstrual bleeding ("menorrhagia"), pelvic pain ("pelvic pain") and mass ("tongue base mass") in a 36 year-old female patient who had essure inserted (lot no. 946066-not valid) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of elective abortion in 2021 and anxiety, depression, anxiety, mood change, bloating, cholelithiasis, panic attacks, anxiety, skin rash, vomiting, sulfonamide allergy, tonsillectomy, spontaneous abortion, parity 2 and multi gravida. Previously administered products included: marvelon and copper iud. The patient had a family history of breast cancer. Concurrent conditions were listed as vaginal bleeding, skin lesion, nausea, menorrhagia, skin reaction and adenomyosis. The only concomitant product mentioned was marvelon (desogestrel, ethinylestradiol). On (B)(6) 2012, the patient had essure inserted. On unknown date she experienced dysmenorrhoea (seriousness criterion intervention required), heavy menstrual bleeding (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), mass (seriousness criterion medically important), vitiligo ("disco/oration of her skin in her shoulder and arm regions/ vitiligo"), rosacea ("erythematous fascia/ rash across her cheeks and bridge of her nose and forehead/ rosacea"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), abdominal distension ("bloating"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (endometrial ablation, a total laparoscopic hysterectomy and bilateral salpingectomy and excision of mass). Essure was removed on (B)(6) 2019. At the time of the report, the outcomes for dysmenorrhoea, heavy menstrual bleeding, pelvic pain, vitiligo, rosacea, hypersensitivity, autoimmune disorder, weight increased, abdominal distension, mood altered, anxiety and depression were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal distension, anxiety, autoimmune disorder, depression, dysmenorrhoea, heavy menstrual bleeding, hypersensitivity, mass, mood altered, pelvic pain, rosacea, vitiligo and weight increased to be related to essure administration. The reporter commented: on follow up, reporter informed that patient continues to suffer from the adverse events, including physical pain, as well as psychological stress and depression. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2016: findings: there is cholelithiasis. Colonic diverticulosis is noted. Currently no significant pericolonic stranding or thickening is identified. Bilateral essure coils are in place impression: 1. Mild left hydronephrosis with accompanying mild left nephromegaly, perinephric stranding, and suspected mild thickening of portions of the left renal collecting system. This may relate to a recently passed calculus or possibly evolving infection with possible uti / pyelonephritis. Clinical/ biochemical correlation is suggested. 2. Colonic diverticulosis. Currently there is no CT evidence of diverticulitis. 3. Cholelithiasis. And findings: essure coils are seen over both sides of the pelvis. Impression: no evidence of bowel perforation or bowel obstruction. [Pathology test] on (B)(6) 2013: clinical data: menorrhagia, for novasure ablation. Specimen: endometrial curettings. Diagnoses: benign endometrium negative for hyperplasia and malignancy.; on (B)(6) 2019: source of specimen, uterus and cervix, and bilateral fallopian tubes. Gross description: "uterus, cervix, bilateral fallopian tubes" contains a 99.0 g, 8.0 x 5.5 x 4.0 cm uterus and cervix received with attached bilateral fallopian tubes. The right fallopian tube is 7.0 x 0.3 x 0.3 cm. It is moderately congested and tortuous with an opened and unremarkable fimbriated end. Sectioning reveals a metallic coil as well as an unremarkable lumen. The left fallopian tube is 6.0 x 0.4 x 0.3 cm; it is moderately congested and tortuous with an opened and unremarkable fimbriated end. Sectioning reveals a metallic coil as well as an unremarkable lumen. Microscopic description the cervix, myometrial and fallopian tubes are unremarkable. There is proliferative endometrium. Essure coils present grossly. Diagnosis: uterus, cervix, bilateral fallopian tubes: - no significant microscopic abnormality. [Ultrasound pelvis] on (B)(6) 2013: 2d and 3d coronal volumes were obtained to assess· the essure micro inserts. The proximal ends of both essure micro inserts are noted at the uterotubal junction with the long axis of the devices noted at the interstitial portion of the fallopian tubes. The shape of the devices are normal with no sonographic complications seen. Neither ovary could be visualized. Impression: adequate placement of essure microinserts; on (B)(6) 2018: findings: on the left, the proximal end of the device is within 1 cm of the utero-tubal junction. The long axis of the devise is in the interstitial portion of the fallopian tube. The shape of the devise is normal with no complication demonstrated on ultrasound. On the right, proximal end of the device is within 1 cm of the utero-tubal junction. The long axis of the devise is in the interstitial portion of the fallopian tube. The shape of the devise is normal with no complication demonstrated on ultrasound. Impression: satisfactory placement of left and right essure microinsert.; on (B)(6) 2019: findings: hysterectomy and bilateral salpingectomy noted. Right ovary measures 3 x 2.4 x 2.8 cm and demonstrates a follicle measuring 2.3 x 1.9 x 2.3 cm. Left ovary measures 2.3 x 2.3 x 2.5 cm. No free fluid in the pelvis. Impression: no free fluid in the pelvis or hematoma. Lot number: 946066 is not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-may-2024: quality safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.